Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the ¿setscrew could not be broken off because the setscrew was slipping on a screw head. It was confirmed that the setscrew thread had been broken. The setscrew was replaced with a new one, and the procedure was completed without any further incidence.¿ no patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation shows that the threads of the set screw are damaged. The cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.